Manufacturer narrative:
Reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced bleeding during a permanent implant on (B)(6) 2022 post lead implant. Reportedly, CT scan revealed that blood was collected at the frontal lobe. As such, the procedure was abandoned. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg and extension were implanted. Reportedly, the bleeding resolved with time.